Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an inguinal hernia repair on (B)(6) 2014 due to an injury that occurred while exercising and the mesh was implanted. After the procedure was completed, the doctor had the patient perform a urine test and the patient reported it was painful and there was a little blood in the urine. The patient was discharged. The patient experienced bloody stools, severe pain in the left lower back and genital region and mild seizures after being discharged from the hospital. The doctor was planning to perform additional tests and prescribed medication. The patient did not return to the original doctor and it is unknown if he has seen any additional doctors regarding the issue. It was also reported by the patient that when he went to the bathroom he was feeling a very large sack fell down, like his intestines fell into his sack. It is unknown when issue occurred and the time between injury and initial surgery occurred.

Manufacturer narrative:
Date sent to the FDA: 03/22/2019. Additional information received: on (B)(6) 2014 the patient underwent an open left inguinal hernia repair and a mesh was placed with the underlay into the preperitoneal space. The patient was discharged home in stable condition with no complications. On (B)(6) 2018, ER visit was for gastrointestinal bleed. At that time (B)(6) years old patient had a ht: 180.34cm; wt: (B)(6) kg ;bmi: 33.54 and bp: 187/108. ER discharge diagnosis was hemorrhoids, bloody stool, subjective and elevated bp. Anusol-hc 25mg and docusate if needed for constipation were recommended.

Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.